Event description:
It was reported that the pump battery was depleting quickly. There was no reported impact to the customer's blood glucose. Reportedly, the customer declined troubleshooting with tandem technical support. The customer continued to use the pump for insulin therapy.